Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (te pad placement alarms) was confirmed. Upon investigation the electrode belt distribution node (dn) cover was warped, which caused the ECG "c&d" cable strain relief to pull out and dislodge from the dn pca board. Upon re-connection of the cable the belt was fully functional. The root cause of the warped dn and dislodged cable could not be positively identified. No adverse event resulted from the disconnected electrode belt cable. The pt received a replacement electrode belt.

Event description:
While investigating the belt of a (B)(6) male pt for te pad placement faults, a reportable problem discovered. The pt was issued a replacement electrode belt.